Event description:
It was reported that during the implant procedure the helix would not extend or retract. Also, the physician experienced difficulty with positioning/fixation. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the lead was received with the helix fully retracted and the distal conductor distorted and fractured (overstressed) within the connector. The lead was stretched so the inner tubing was buckled preventing the helix from functioning properly. Also noted was deformation/fracture in prox section of the inner coil and extension problems.